Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's symptoms returned. The pt's symptoms were increased baseline pain and spasticity. The pt heard alarms. The pump logs were checked and three motor stalls with recoveries had occurred between (B)(6), 2011 and (B)(6), 2011. The pt had been at the hospital during some of the stalls, but did not think that there had been magnetic interaction. The pt had increased spasticity at the beginning of (B)(6). A volume discrepancy was also reported. The expected residual volume was 5 ml, the actual residual volume was 17 ml. It was later reported that a dye study was performed on (B)(6), 2011. No csf could be aspirated from the catheter access port. The pt went into surgery on (B)(6), 2011 and both pump and back incisions were opened. No csf could be aspirated from side port of pump. The catheter was disconnected at the pin site in the back and no csf flowed. The butterfly anchor was released and upon doing that, csf began to spontaneously flow. The catheter was pulled back just a bit and again csf continued flowing back through spinal segment. The catheter re-anchored and re-pinned in back. After surgery, csf aspirated easily from the side port. No new pump stalls had shown in logs since (B)(6), 2011, so the pump was not replaced. The volume in the pump was checked and found to be 40 ml, which is what was filled at refill appt on (B)(6), 2011. The pt was re-started on 500 mcg/day. The drug in the pump at the time of the event was lioresal.